Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set fell off event on (B)(6) 2024. The infusion set was in use for 1 day. No further information available.